Manufacturer narrative:
(B)(4). Infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00234. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a sling was implanted. The patient has experienced constant pain, neuropathy in the legs and feet, lower back pain and frequent infections following implantation. No further information was provided.